Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10-may-2026, arthrex was notified via email of a case study published in 2019 by the european journal of orthopaedic surgery & traumatology, titled ¿femoral tunnel position in chronic anterior cruciate ligament rupture reconstruction: randomized controlled trial comparing anatomic, biomechanical and clinical outcomes¿. The study reviewed one hundred and six (106) patients that underwent acl reconstruction because of a chronic acl rupture, using arthrex retrobutton. During the 24-month follow-up period, one (1) patient reoperation for medial meniscectomy, and two (2) patients underwent removal of metal staples due to local intolerance. Source: minguell, j., et al. (2019). "Femoral tunnel position in chronic anterior cruciate ligament rupture reconstruction: randomized controlled trial comparing anatomic, biomechanical and clinical outcomes." Eur j orthop surg traumatol 29(7): 1501¿1509.